Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv damage was suspected to be the cause of the event. X-ray imaging was performed and no anomalies were observed. Lead provocation testing was performed and the noise was reproducible. The device was reprogrammed to resolve the event. The patient was in stable condition and will continue to be monitored.